Event description:
In 2006 the lay user/pt contacted lifescan (lfs) alleging the one touch ultra meter was giving the "battery" icon. The med affairs sepc. (Mas) was able to classify the case based on the original info provided. On an unspecified date, the pt obtained the 'battery' icon on the reported meter while testing, he did not obtain a blood glucose reading. At the time, the pt was experiencing the symptoms of shaking and diziness. Following the use of the meter, the pt admin self-treatment by consuming food and/or a beverage. The pt did not seek med attention. The customer care advocate (cca) determined during the troubleshooting telephone call the pt had not replaced the battery in the reported meter, and recommended the pt do so. The meter seems to have been working properly. The meter displays a battery symbol plus the unit of measurement when the battery is low. At that point, the meter is capable of 50 more tests. Afterwards, the meter only shows the battery symbol, indicating that the power is too low to run a test. Eventually the meter may not turn on. In this case, although the pt had not replaced the battery according to lfs recommendations for meter maintenance, he experienced hypoglycemic symptoms, was unable to obtain a blood glucose reading due to the power issue, and required treatment with food.